Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Continuation of d10: 6947m62 lead implant date: (B)(6) 2012. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a review of log file data revealed a motor start event with parameters outside of the typical range. The vad is included in subgroup 3 population for delay or failure to restart. The ventricular assist device (vad) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Additional products: brand name: heartware ventricular assist system ¿ controller d4: model#: 1420 / catalog#: 1420 / expiration date: 30-nov-2024 / serial#: (B)(6) d9: no h3: no h4: mfg date: 17-nov-2023 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that subsequent log file review revealed an additional motor start event with parameters outside of the typical range, and a second controller exhibited an unexpected loss of power.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Additional product: d1: heartware ventricular assist system ¿controller 2.0 d4: model #: 1420/ catalog #:1420/ expiration date: 30-nov-2022/ serial or lot#: (B)(6) UDI #: UDI information is unable to be obtained as the necessary information is unavailable. D9: no h3: no h4: mfg date: 09-nov-2021 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the controller exhibited controller fault alarms, the controller was exchanged.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. (B)(6) and two (2) controllers (B)(6) were not returned for evaluation. A review of the device history record was not performed as the reported event is not related to a manufacturing or servicing issue. Log file analysis revealed motor start events recorded on (B)(6) 2022 at 12:36:42 and on (B)(6) 2024 at 11:40:09 in which the motor start parameters were atypical. Additionally, twenty-three (23) high watt alarms and seventy-seven (77) low flow alarms have been logged since (B)(6) 2023 and (B)(6) 2022 respectively. The observed high watt and low flow alarms are additional findings not related to the reported event. Based on the available information, the device may have caused or contributed to the high watt and low flow alarm findings. Based on the risk documentation, possible causes of the reported low flow finding may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on the risk documentation, possible root causes of the high-power finding may be attributed to multiple factors, including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. Review of (B)(6) event log file revealed five (5) controller power-up events logged on (B)(6) 2022 between 12:35:28 and 12:36:33, with one (1) associated motor start event logged at 12:36:42. Analysis of the event log file revealed that various settings, including the date, pump ID, and patient ID, were being set in between the first two controller power-up events. Additionally, review of the event log file revealed that the controller was not in use prior to the first power-up event. Log file analysis did not reveal any controller fault alarms. Review of con427146¿s event log file revealed two (2) controller power-up events logged on (B)(6) 2024 at 11:01:03 and 11:40:05, with one (1) associated motor start event logged at 11:40:09. Analysis of the event log file revealed that various settings, including the date, pump ID, and patient ID, were being set in between the first two controller power-up events. Additionally, review of the event log file revealed that the controller was not in use prior to the first power-up event. As a result, the reported controller power up and atypical motor start events were confirmed. The reported controller fault alarm event could not be confirmed. Based on the available information, the most likely root cause of the reported controller power up events can be attributed to the initial programming of the controller during the reported controller exchanges. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Additional products: controller serial or lot#: con417309 h3: yes, additional products: controller serial or lot#: (B)(6). H3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.